Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the stapler did not fire. The surgical time was extended by more than 30 minutes. A new device was used to complete the case. There was no reported patient injury.